Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the implant was one size bigger than the trial. The femoral canal was prepared and reamed to size 15 reamer with 3rd marking (from distal tip) to patient lesser trochanteric and rasped to the size 15. Stem was removed and rasped to size 16. The surgeon was not able to sink the stem in after second attempt, size 14 stem was put in eventually.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The stem was returned in good condition and meets print specification where measured. Device history records review indicates the devices have been manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture. No anomalies or deviations associated with the DHR review this device is used for treatment. Surgical notes were not provided; however it was noted from the product evaluation that the surgical technique was followed. No serious deterioration of patient health occurred. Review of complaint history for the part-lot combination of the reported device identified one additional complaint. Relevant medical history are unknown. A definite root cause cannot be determined with the information provided.